Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The main lamp would not light, the equipment was going to a spare lamp due to a faulty power supply. The scope socket was deformed, causing scopes hard to insert. The white light lens was foggy and dust was also found inside the unit. A dent and corrosion was found on the rear panel. Corrosion was found on the chassis and scratches were found on the top cover and front panel. An a non olympus lamp had been installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a "routine inspection" of the device, an error "e103" was observed and the main lamp did not ignite. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e103) and main lamp not lighting up were due to a faulty power supply unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.